Event description:
The customer's medical engineer replaced the high voltage cable on the system and the unit is now receiving a bad iris pot error when booting.

Manufacturer narrative:
The ge service rep confirmed the customer's complaint. Upon boot, the system would display a collimator calibration required error and iris pot bad error. After performing the collimator iris pot adjustment, the system would still display the error message. He adjusted and aligned the secondary collimator standoffs so the collimator would not bind when trying to turn. He booted the system numerous times to ensure the iris pot error was cleared and did not reappear. The system operates as intended.